Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient partially reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during fill four of four of peritoneal dialysis therapy. The patient connected a new supply bag but did not start over with a new disposable set. The technical service representative assisted the caller with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.